Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that while they are performing a correlation study between the axsym digoxin ii assay vs the axsym digoxin iii assay, they noted that a pt sample result generated on the axsym digoxin iii was higher compared to axsym digoxin ii. There was no impact to pt management reported.